Event description:
Reporter alleged obtaining a discrepant blood glucose result of 157 mg/dl on his advantage system compared to the doctor's measurement of 87 mg/dl when testing was performed less than 5 mins apart during a routine appointment. No actions were reported taken or treatment received. A request was made for the return of the suspect product and replacement product was sent.